Event description:
Rptr did back to back blood glucose testing, 1 after the other, using different finger sticks and strips. The results were 133, 166, 177, 192 and 214mg/dl. Rptr did not have any symptoms. A control solution test was in range, 116 (94-141). During troubleshooting, it was indicated that the test strip holder on the rptr's meter was not being cleaned properly. No harm was alleged.